Event description:
On (B)(6) 2012 the dental assistant reported during an apicoectomy the dentist was using the micro-mirror inside the pt's mouth. There was no protective device in place during the procedure. When the dentist handed the mirror back to the dental assistant, the assistant noticed the mirror head was missing; there was no pt injury or issues reported and the dental assistant reported she 'assumed the pt swallowed the mirror".

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.